Event description:
Medtronic received a report that patient experienced a stroke two days after the implantation of a pipeline device. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4.5mm and a 2.5mm neck di ameter. The landing zone was 4mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered and the pru level was 190. During the procedure the pipeline failed to open at the distal section. It was not placed in a bend or stuck in a capture coil when it failed to open. Less than 50% of the pipeline had been deployed when it failed to open, and it was resheated less that or equal to 2 times. Additional steps taken to open the pipeline included balloon angioplasty, full wall apposition was then achieved. The pipeline was not used for an indication that is not approved (off-label). All devices were prepared as indicated in the IFU. It was reported that a pipeline was normally placed and on label with discharge one day post op with normal baseline. Two days post procedure an anterior choroidal ischemic stroke and subsequent hemorrhagic stroke occurred after tnk administration. Balloon angioplasty was performed for distal device apposition during the procedure. It was stated that the left ica pipeline was placed on (B)(6) 2026. Possible anterior choroidal stroke happened on (B)(6) 2026. Tnk was given in ER at another facility due to stroke symptoms coming and going. Post tnk multiple microhemorrhages on left and right, and larger hemorrhage in left hemisphere. 2.5x3x1.5cm and less than 15ml. Ancillary devices include a balloon- scepter xc, synchro 14 soft guide wire, phenom 027 microcatheter, phenom plus guide catheter, bmx 081 sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.